Event description:
It was reported that a patient underwent a laparoscopic stomach ulcer repair on (B)(6) 2014 and suture was used. During the procedure, the needle broke and part of the needle fell into the patient¿s abdominal space. The procedure had been converted to an open procedure. Another like device was used and the patient is in stable condition.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.